Manufacturer narrative:
Investigation/testing summary: an attempt was made on carelink personal 14.9 to reproduce the issue by generating the reports for reported user in csr. It was confirmed that the issue was not reproducible. Asked the following troubleshooting questions: - we do not see any issue with the ait for (B)(6) , the value is shown as 2 hours as per the pump info provided. Is that anything you want us to validate ? - when this happens again can you provide photos of the pump, and the reports from carelink showing this information? To assist with the resolution, requested helpline to generate the recent reports and verify the active insulin time with the pump data. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). (Most likely) root cause: the most likely root cause could be assumed that they compared the reports which did not include the recent upload. Analysis summary: helpline informed that they asked user to regenerate the reports and verify the active insulin time value, however user confirmed that the issue was not reproducible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported the active insulin time on the pump states 2 hours whereas the carelink report states it was 3 hours. Troubleshooting was performed and reviewed customer carelink using csr and it shows that on (B)(6) 2023, the active insulin time was set at 2 hours. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.